Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "low vacuum" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold assembly and the expired safety disk. Because the pump motor was overdue for the pump motor 5000hr rebuild, he installed the 5000hr kit. The unit was tested to factory specification. It functioned normally and was returned to the customer.